Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for evaluation however, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. Positive bubble test often indicates a failure in the surgical technique rather than a failure in the device used and may also be related to a compromised tissue. Indeed, in this case the patient was treated by chemotherapy and radiation before the surgery and it was indicated that the tissue was thin. The ability to perform an anastomosis was questionable, regardless of the device used due to the anatomical and physiological difficulties. Leak detected at this stage, as part of the surgical procedure, enables immediate intraoperative repair of the anastomosis and therefore such failures are not associated with further device related safety concerns.

Event description:
This rectal cancer patient was scheduled for open low anterior resection procedure with the ability of performing an anastomosis being questionable due to previous chemoradiation ("possible ileostomy, possible apr"). During the procedure the surgeon noted having difficulty in resecting the colon (not able to visualize adequately). Colonoscopy was performed in order to visualize the lesion area which could not be palpated. The anastomosis was created with the colonring device. Proximal donut was incomplete and thin, and distal donut was intact and thin. Leak test was positive. Anastomosis was resected and permanent colostomy was performed. The surgical procedure was documented as proctectomy with colostomy.